Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, noise episodes were observed due to possible electromagnetic interference. Programming changes and further testing were recommended. The patient was stable and will continue to be monitored.